Manufacturer narrative:
Medical product: revitan distal stem hip ; catalog no#: unknown; lot#: unknown, therapy date: (B)(6) 2013. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain and cup wear.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: patient (ID: (B)(6)) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem. According to the received information, a revitan stem was implanted on the right on (B)(6) 2010 and revised on (B)(6) 2013 due to pain and cup wear. Review of received data: - surgical report, (B)(6) 2012: diagnosis: stem loosening and sintering. Indication for revision is given due to continuous thinning of the corticalis in the neck area and stem sintering over the last few months. Condition after htep right following traumatic femoral head necrosis after femoral neck fracture (B)(6) 2008. Treatment: revision of stem and inlay transgluteal approach. The x-ray control after procedure shows a correct alignment of the components. Discharge letter, (B)(6) 2010: patient was stationary from (B)(6) 2010. Surgical complication report dated (B)(6) 2013, following surgery performed on (B)(6) 2010: - revision due to severe wear of cup. Relation of event to product unknown. Surgical report, (B)(6) 2013: diagnosis: wear of cup in the area of the rim. Treatment: revision of cup and proximal revitan component in combination with allogenic cancellous bone grafting. Description of procedure: opening. Removal of the inlay, which shows extensive wear on the rim (however outside of a possible contact area with the conus). Overall, the cup is a little anteverted and not covered by bone along the entire equator, therefore revision of the cup with a deeper position and less anterversion. The stem is macroscopically firmly fixed, however granuloma tissue is seen around the body, which is completely removed. Removal of the cup, no osteolysis can be seen. Insertion of all components. Closure. Postoperative x-ray control shows correct implant alignment. Discharge letter,(B)(6) 2013: patient was stationary from (B)(6) 2013. Devices analysis: - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check could not be performed due to missing product identification. Conclusion summary: patient (ID: (B)(6) ) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan revision stem. According to the received information, a revitan stem was implanted on the right on (B)(6) 2010 and revised on (B)(6) 2013 due to pain and cup wear. Based on the medical documentation the reported event consisting of revision due to wear could be reported. However, exact details of the involved products is unknown. The products were not returned for evaluation therefore visual and dimensional examination could not be performed. Due to the missing reference and lot numbers neither the manufacturing documentation nor the complaint history could be reviewed. Further, also the compatibility of the products is unknown due to missing product identification. Based on the significant lack of information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).